Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between the patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the patient connector of the minicap extended life pd transfer set and titanium adapter. This was observed during use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.